Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient was receiving frequent check belt messages. Further investigation by a zoll patient service representative revealed that the patient's electrode belt connector was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages, damaged connector) was confirmed. Upon investigation the electrode belt was unable to connect to a monitor, causing the reported check belt messages. The trunk cable locking nut was broken, preventing the electrode belt from securing to a monitor. In addition, the trunk cable connector pins were bent. The root cause for the broken locking nut and bent connector pins could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.